Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva 22ga 1.00in y-na - foreign matter. Today, it was reported to me that multiple cannulas from this lot have been leaking blood. Additionally, some devices were found to be contaminated with black particles inside the needle. I would like to confirm that no patient has been harmed.

Manufacturer narrative:
Correction: following the submission of the initial MDR, it was determined that the batch reported was not implicated in any failures, per the customer. This MDR will be void.

Event description:
Correction: batch reported did not have an issue.